Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -09.50/ +1.5/045. Device evaluated by manufacturer? No, device not returned.(B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -09.50/+1.5/045 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens tore during injection into the eye. No further information is available.